Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer received tips from technical support on preventing altitude alarms, replaced the cartridge, and the pump resumed normal operation.